Manufacturer narrative:
Customer filed a MDR #(B)(4). Customer incorrectly reported that the device ls2-sp aspirator (muu) (s/n: (B)(4)) malfunctioned. In the customer's MDR report (#(B)(4)) the device ls7020 canister, which can be used as accessory with the ls2-sp imploded; the ls2-sp did not malfunction and was found to be in full working order. Hence the device was never sent back to mdrc for eval and no tests were carried out by mdrc.

Event description:
Medical device resource corporation (mdrc) received copy of MDR (report # (B)(4)) that reasonably suggests disposable canister 'ls7020' may have caused or contributed to a reportable event. The report describes that 'ls7020' canister on power aspirator ruptured, spilling its contents (body fluids and fat)", "no staff members were exposed to blood/body fluid or harmed". In the customer's MDR report, the aspirator ls2-sp (s/n: (B)(4)) did not malfunction and was found to be in full working order. The broken canister was not available for investigation.